Event description:
Healthcare professional reported, "acute stuck episode, persistent vomiting, not tolerating fluids - patient requested band to be removed - not to be replaced - acute slip noted. Follow-up findings: fluid was removed initially from the band.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. A visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, obstruction, vomiting, dysphagia and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events. Related medwatch report #2024601-2013-00952.